Event description:
A healthcare professional reported that, before surgery, an ophthalmic system had issues with illumination ports one and two, which were not functioning and a system message code was also displayed. Details of the procedure and patient impact were not provided.

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).